Event description:
The customer stated that he received blood glucose readings of 75 and 275 mg/dl minutes apart. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. A check strip and control solution were to be sent to the customer to finish troubleshooting, so no product will be returned for evaluation.